Manufacturer narrative:
(B)(4). Device fired through lockout. Device b batch # f9j44m; mfg date: 02/18/2009; exp date: 01/18/2014. Jaws unable to open_open after assisted, malformed clip, advancer bypass. Device c and d batch # f9hy5p; mfg date: 11/14/2009; exp date: 10/14/2014. Sticking jaw/cam, jaws unable to open_open after assisted. The analysis results of device (a) found that the instrument was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "jammed" (activation of the lock out mechanism). The analysis results of device (b) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop, causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clips were released. The remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator indexed two times during the 15th firing sequence thus, it over traveled. However, this finding is not related with the event reported. The analysis results found that device (c) was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality to evaluate the incident reported. Upon firing of the device, it fed and properly formed the remaining clips and then, it locked out as intended. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. The analysis results found that device (d) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, all three devices jammed on the first firing and would not fire. The surgeon did not pre-load the clips into the device. None of the devices became stuck on tissue. None of the devices were reprocessed. A fourth device was used to complete the procedure. There was no adverse consequence to the patient reported.